Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a baerveldt with tutoplast scleral graft procedure in the last couple months and suture was used. Post-operatively, it eroded through both the conjunctiva and scleral graft at the incision line. The suture was not broken. The surgeon opined that the suture had changed; later she opined that it might relate to using durezol as the post operative steroid. Additional information was requested.